Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion test failure and cassette sensor error during pre-test. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 19-aug-2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and the customer reported issue was confirmed. During the pump power up test, found that the device was not turning on with battery power. The service history review had no indication that the complaint was related to a service of the device within the review period. The fluid contamination found inside the battery compartment and at downstream occlusion (dso) sensor area. The probable cause of the reported problem was fluid contamination. Replaced the main board (printed circuit board) and dso sensor to correct the issue. The device passed all functional testing after repair.